Event description:
While wearing the external equipment, the pt reportedly experienced no sound perception. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's c1 device is to be scheduled.